Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow up showing non-sustained rv oversensing due to far-field p waves sensed on the ventricular channel. X-ray imaging revealed lead dislodgement. Lead was repositioned successfully. Patient was fine post-procedure.